Event description:
It was reported that a patient experienced a loss of therapeutic effect and an over stimulation sensation. It was stated that three months ago the device "started acting up". The patient tried to make adjustments. It was reported that when the stimulation came on "it could drop you to your knees it was so strong". It was also reported that the device "just stopped working". It was unclear if stimulation stopped or if the device just stopped working properly. It was unknown if the issue was with the "plug in" or "the hole where it plugs in". It was reported that it takes the patient "a while" to stand up and that he was "not in pain, but rather discomfort". It was reported that when the device worked, after five minutes of having it on, the patient had "no discomfort whatsoever". It was noted that the patient was implanted with this device in 1983. It was reported that the patient will be scheduled to see a physician and that an x-ray will be performed. Further information has been requested, but was not available at the time of this report. If more information is received a supplemental report with be sent.

Manufacturer narrative:
Product ID: 3522a, product type: transmitter. (B)(4).